Event description:
During the implantation procedure, the lead would not stay fixated in the myocardium. The lead was not implanted; a new st. Jude lead was implanted.

Manufacturer narrative:
(B)(4) 2012,the analysis on this device is pending.(B)(4).

Event description:
During the implantation procedure, the lead would not stay fixated in the myocardium. The lead was not implanted; a new st. Jude lead was implanted.

Manufacturer narrative:
(B)(4), 2012the analysis on this device is pending.